Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). F(B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained ventricular tachycardia (vt) episodes, sensing integrity counter (sic), and oversensing noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.